Event description:
It was reported that when the patient presented via merlin.net, episodes that were a slow vt were diagnosed as bigeminy. One of the episodes progressed to a vt diagnosis and the patient received appropriate atp. The device was reprogrammed. It was also reported that the next day the patient received inappropriate therapy due to svt. Programming changes were made. The patient will continue to be monitored. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.